Manufacturer narrative:
The log file of the affected device was provided for the investigation. Analysis of the log entries revealed that the device performed a reboot on august 26th at 2:25pm. Based on the logged error code the root cause was determined to be a temporary deviation within the pba m16.2 which resulted in a reboot of the ventilation unit. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the device generates an audible alarm. After the reboot, the therapy continuous with the previously set parameters, and the screen displays a message informing the user that the ventilation unit performed a reboot. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail whist a patient was connected. There was no patient injury.